Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. The functional tests could not be completed due to display damage. The insulin pump had a cracked display window, a cracked case near the display window corner, a cracked reservoir tube lip and window, cracked battery tube threads and a stained end cap sticker.

Event description:
It was reported that the customer fell on her insulin pump at mcdonalds. Customer was not sure if the pump was still working. Customer stated that she fell last week and that she landed on her pump about three times. Customer was hurt pretty bad all on the left side. Customer stated that the pump was putting too much insulin in. Customer's blood glucose will come down 100 points in about 10 seconds when she puts on the pump. Customer's blood glucose level was 230 mg/dl. Customer is not currently using the pump. Customer stated that there was a crack on the screen of the pump. Customer went to the hospital for the fall, not the pump issue. Customer stated she was trying to get up and just kept falling on the pump. Customer takes the pump off at night. Drive support cap is also indented. Insulin pump will need to be replaced. Customer stated that she also had some low blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).